Event description:
It was reported that the implantable neurostimulator (ins) has worn through and is exposed through the skin and patient and family are concerned about risk of infection. Daughter and patient went to emergency department (ed) and asked rep to meet them there. The rep answered their questions about the dangers to the system if continued exposure, and recommended contacting surgeon for a possible pocket revision. Circumstances that may have led to the issue is that the patient lives in a nursing home with uncertain level of care. No actions were taken at this time and the issue was not resolved. Surgical intervention is planned but not scheduled. Additional information was received. The patient is scheduled for explant of the ins and extensions on (B)(6)2022. Leads will remain implanted. Issue was not resolved pending the surgery.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted:(B)(6) 2007, product type :extension . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 7482a40 lot# serial# (B)(6) implanted: (B)(6) 2007; explanted: (B)(6) 2022; product type extension product ID 7482a40; lot# serial# (B)(6); implanted: (B)(6) 2007; product type extension product ID 7482a4 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2022; product type extension product ID 7482a40; lot# serial# (B)(6); implanted: (B)(6); 2007 explanted: product type extension product ID 3389s-40; lot# serial# (B)(6); implanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative and confirmed by the healthcare provider. It was unknown if the high impedance was resolved following the explant only the leads were left in the body, all other components were removed including the ins, extensions, and pocket adapter. The cause of the high impedance was not determined. It was also reported that it was unknown if the infection/erosion resolved.

Manufacturer narrative:
Continuation of d10: product ID 7482a40 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2022 product type extension product ID 7482a40 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type extension product ID 3389s-40 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp. The reason for call was to get model numbers for dbs screw drivers. During the call the caller indicated that the patient had a lead removed on (B)(6) 2022. When tss asked for details about the reason for the remove the caller read the following information from the medical notes. The patient is 75 years old with severe medical refractions and parkinson's disease. The patient had the ins replaced several years ago, the ins was removed because the ins was eroding through the skin within the last several weeks. They took swabs which grew coag negative staph. They determined based on the results of the swab that the entire system needed to be removed. The caller was not familiar with the patient's condition and could not provide further details. The issue was not resolved through troubleshooting.

Event description:
Additional information was received. The patient is scheduled for explant of the ins and extensions on (B)(6) 2022. Lead will remain implanted. Issue was not resolved pending the surgery. Additional information was received. It was reported that the explant was due to infection as well as the protrusion from skin. Pre-operative impedance check also revealed unipolar contact 7 was out of range.

Manufacturer narrative:
Continuation of d10: product ID 7482a40 lot# serial# (B)(6) ,implanted: (B)(6) 2007, explanted: (B)(6) 2022,product type extension product ID 7482a40 lot# serial# (B)(6) , implanted: 2007-12-05 explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.